Event description:
Tissue mitral valve implanted. After checking with tee, it was discovered to have valvular insufficiency. Tissue valve was removed and replaced with a mechanical valve. Used for < 2 hours.